Manufacturer narrative:
(B)(4). Device evaluated by MFR. Device was returned for evaluation. The hub, shaft and tip were microscopically examined. The device was stretched at 37cm from the strain relief. There also was noticeable stretching from the tip to approximately 35cm proximal of the tip. An attempt was made to remove the guidewire from the shaft; however, due to all the damage to the device, the wire could not be removed. Inspection of the remainder of the device, apart from the observed damage, noted no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter came apart in the loop. A 150/20 renegade hi-flo was selected for use. During preparation, upon removing the device from the dispenser coil, it was noted that the catheter came apart. There were no patient complications reported.